Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial electrograms (egm) did "not look normal". The patient presented with palpitations. It was noted from a chest x-ray that the right atrial (ra) lead had pulled back and had dislodged. A lead revision was performed and the lead remains in use. No further patient complications have been reported as a result of this event.